Event description:
It was reported that during the implant attempt, there was a helix issue. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event. However, there was a possibility for higher infection risk.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the lead was stretched. The inner insulation was kinked/buckled and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant and that the lead had been stretched so that the inner tubing buckled and prevented the helix from functioning properly.